Manufacturer narrative:
This device was explanted over a year later for normal battery depletion and known higher programmed thresholds. A return request was made for this device. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
It was noted that the device was operating in the second to highest current bin due to the high output settings in the ventricle. The device is in elective replacement near (ern) which usually means it has less than one year of remaining longevity. Based on the current programmed parameters and pacing rates it appeared that the device may be depleting faster than expected. In the past auto capture was programmed on in the device and the thresholds were relatively high. However, it was also unknown what other programmed parameter values and pacing percentages were made prior. In conclusion, the device appeared to be functioning properly however ern was set which means it may only have one year of remaining longevity.

Event description:
Boston scientific received information that the patient was inquiring about longevity and device operation. As a result a save to disk was sent to engineers for analysis.